Manufacturer narrative:
(B)(4). The customer reported the device is not available for return. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. User facility medwatch report mw5080750. (B)(4).

Event description:
Medwatch report # mw5080750 received stating: "male underwent hepatic angiogram. Homeostasis was attempted by using starclose, discontinued due to device failure. Manual compression applied and homeostasis was achieved. No harm or injury to patient noted." No additional information was received.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history was not performed as a similarity could not be determined. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.